Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed followings. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during an open myomectomy. After 1 hour of use, an uncertain error was occurred. The procedure was continued with the device after cleaning of the device. The ultrasonic probe fell off into the patient body very soon afterwards. The fragment was picked out from the patient body. The procedure was completed using a similar device. There were no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on (B)(6) 2016, confirmed that the probe tip broke down at 17 mm from the distal end, and the coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the coating damage. Another report regarding the broken probe has been submitted separately and is going to be supplemented based on the investigation result.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".